Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, no patient contact with product. If explanted, give date: not applicable, no patient contact with product. Device evaluation: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a preloaded intraocular lens was defective. There was no patient contact with the product. No patient involvement, and no harm was reported. No other information was provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer: yes date returned to manufacturer: june 17, 2021 section h3. Device evaluated by manufacturer? Yes device evaluation: complaint product was received on june 17, 2021 at jjsv, anasco. It was returned in its original packaging with dfu, and labels were received. Upon evaluation of the device all the components were correctly engaged, and pushrod was not advanced. No assembly error and/or defect related to manufacturing process was observed. Lubricating material residues were not observed in the cartridge. The lens got stuck at the cartridge tube and it looks in a folding position. As the lens was too hard inside the cartridge, it was not possible to remove it from the device to verify its condition. Therefore, the lens damaged condition could not be verified. Due to the condition of the sample returned product quality deficiency could not be determined.